Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The board was installed on the system and the system came up with no errors. The led on the power button on the psc was off. The psc was missing in gdla. There is led activity on the gcc but it is a boot loader flash code #2 indicating a ddr training error. One of the ddr chips has failed and without an error code there is no way of telling which of the two chips failed, so both will be replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated an error 252 and patient side cart (psc) couldn't power on. Troubleshooting was completed and it was recommended to reboot the system; however, the issue persisted. At that time, the surgeon made the decision to convert the procedure to a laparoscopic surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. After a few troubleshooting steps, the fse replaced generic cart controller (gcc) and the indicators were amber again and the issue was resolved. The gcc is a board in the psc and is designed with a super-set of hardware interfaces to function in each configuration.

Manufacturer narrative:
Additional failure analysis results are as follows: u19 & u20 was replaced as recommended; however, it failed to connect to gemmi download. Hence replaced u26 to resolve the issue. A follow-up MDR will be submitted if the unit is returned or if any additional information is received.